Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was fractured. The patient then developed symptoms with loss of lv pacing. Further, this lv lead was abandoned surgically. No additional adverse patient effects were reported.